Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview 7 xb balloon at btt port was unable to be inflated since the rubber part of the port was damaged. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is not returning. The hospital reported that during preparation for a coronary artery bypass procedure, vasoview 7 xb balloon at btt port was unable to be inflated since the rubber part of the port was damaged. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is not returning. Prior to use on a patient, it was noted that the balloon at btt port was unable to be inflated since the rubber part of the port was damaged. No patient involved.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview 7 xb balloon at btt port was unable to be inflated since the rubber part of the port was damaged. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is not returning. The hospital reported that during preparation for a coronary artery bypass procedure, vasoview 7 xb balloon at btt port was unable to be inflated since the rubber part of the port was damaged. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is not returning. Prior to use on a patient, it was noted that the balloon at btt port was unable to be inflated since the rubber part of the port was damaged. No patient involved.